Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the forceps cover glue peeling could not be identified. However, it is likely the cause was related to some external force that was applied to the part. Per the legal manufacturer's instructions for use: -inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At the olympus service center, the reported issue was confirmed. The forceps passage had an internal cut and was leaking. The elevator channel was loose. The forceps cover glue was peeling, and the ultrasound image had multiple broken elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had failed the leak test. It was unknown if the issue occurred before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of peeling forceps cover glue noted at estimation.